Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had lost the ability to themselves up, eat, and seemed to affect their whole body. The caller further noted that they tried to figure out what the problem was and noticed that the patient's right side implant was off the day of the call. The caller reported that they turned the device back on and that made quite a difference and the patient felt the device being turned on. The caller also reported that they tried to take the settings back to the top settings that the patient's healthcare provider (hcp) had told them to. The caller stated they set it down and the hcp wanted them to take it back up but it won't allow them to go up and only allows them to go down. The caller reported it did not respond when they try to increase and they only saw the on, ok 2.1v and the amplitude icon on the right. The caller stated they tried the opposite side implant using the same programmer and was able to increase and noted that they got the upper limit screen today which noted they cannot go higher than that. Through troubleshooting patient services determined that when the caller was trying to adjust the right side implant, the caller was not pressing the selection button below the displayed setting 2.1v in order to be able to make adjustments but instead they were using the selection button below the amplitude icon. Patient services also determined that the caller was able to increase the left side implant because the displayed setting for that was located on the bottom right of the screen but the displayed setting was located on the left for the right side implant and the caller was using the wrong button. The caller was able to adjust the right side implant on the call with help from patient services. The caller also wanted to know if the device may have turned itself off, the caller noted that the patient occasionally checks their implant with the patient programmer to make sure readings are correct and only used the sync button. The caller also noted the patient's hcp saw them on (B)(6) 2017 during their routine check up and they checked with the hcp when to bring the patient in and was told to bring patient in for the end of (B)(6). No further complications were reported as a result of the event. The date of event is an approximate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.